Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 08/25/2015 a medtronic representative performed a navigation system check-out, hardware and software areas passed. Instruments test failed. Ent straight suction was not accurate. Geometry error <.5mm. System performed as intended. Recommended replacement of device. No parts have been received by manufacturer for analysis. No further issues have been reported. Part not received by manufacturer.

Event description:
A medtronic representative found a site's straight suction was inaccurate when tracking on the site's navigation system. This was identified while performing a navigation system check-out. There was no patient present when this issue was identified.

Manufacturer narrative:
Device lot# and manufacture date now provided. It was determined that this is the same suction that was allegedly inaccurate and reported on in MDR 1723170-2015-00998. The site was encouraged to remove the damaged suction from use and order a replacement, but they did not do so. The site indicated they would be taking the suspect suction out of service, but did not indicate they would return it to medtronic for analysis.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.